Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access or recover the drawers that had failed. The field service engineer (fse) found that drawers 4.1 and 4.2 were not detected on the bus. The fse re seated the row board ribbon cables at the controller boards and verified proper functionality in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the users were unable to access and recover any of the failed drawers. The issue affected all drawers. The user stated there were over 100 items and confirmed that they had the necessary permissions. However, when attempted to recover all drawers, an error appeared stating that you do not have permission to access one or more items. The user did not perform a reboot, based on advice received previously not to do so. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.